Event description:
Md put one lap on the patient's chest and started smelling smoke. When he checked the chest, he saw the lap was caught on fire and immediately took the lap out from the chest. The scrubbed nurse pour saline on the chest to control the fire. When he explored the chest, he noticed that the v pacing wire was burnt and believe that the fire was started from there. The surgical pencil at that time was in the balster protected. He checked the chest one more time and saw a superficial burn on the patient's heart, he also found out that chest tube and the suction catheter has a trace of slightly burn.